Event description:
The customer contact reported that the power cord has "evidence of sparks and melted plastic inside the plug." The customer contact reported that the pump was returned to biomedical department without a note. No tracking information was provided;therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.